Event description:
Surgeon reports a central haze in an implanted iol. He describes this as a mild event with no apparent effect on the pt. Pre-operative visual acuity was 20/60. Current visual acuity is 20/20/-2.